Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation; however, films were supplied for review which found: poor quality lateral view of l4-l5-s1 construct using peek rods. S1 screws appear broken with the pedicle.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-s1. Approximately 8 months post-op the patient complained of left leg pain and back pain. The patient reported a clicking noise as well. It was found on films that the s1 screws were broken and there was no fusion at l5-s1. The patient underwent a revision surgery 10 months post-op. No additional information is available.

Event description:
Two weeks post-op the patient's leg pain improved. The patient wore a tlso brace, no drainage was noted at the incision sight, however there was slight redness. 6 weeks post-op films showed hardware in good position. Patient reported experiencing pain off and on 3 months post-op, still taking medication for the pain as needed. 8 months post-op the patient reported increased back pain and now has pain in the left leg. Two weeks following the revision surgery the patient was hospitalized for a-fib and pneumonia. Also following the surgery the patient had hypotension thought to be from anesthesia and developed acute renal failure which was thought to be from the hypotension. Renal ultrasound came back within normal limits.